Manufacturer narrative:
Correction to g3: the correct aware date of the initial MDR is 02/10/2026 (previously reported 02/11/2026). Additional information was added to d1, d4, h4 and h6. H4: device manufacture date - the lot was manufactured between october 3-4, 2024. H11: the actual device was not available; however, a photograph was received for evaluation. The returned photograph was reviewed, and it was noted that there was fluid inside the device¿s bladder which suggested an under infusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device was "100% under infused". This was observed during patient use via a peripherally inserted central catheter (PICC) line. The device contained 12000mg flucloxacillin in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.